Event description:
The manufacturer received information from a customer stating that patient experienced a blacked out left half of a trilogy evo ventilator screen. A sales representative visited the patient's home and confirmed the device's left half of the screen momentarily blacked out. The device was put into use on 09/19. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer previously reported information from a customer stating that patient experienced a blacked out left half of a trilogy evo ventilator screen. A sales representative visited the patient's home and confirmed the device's left half of the screen momentarily blacked out. The device was put into use on 09/19. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned and evaluated by the manufacturer's service center. The service technician states that the reported issue was not duplicated during an operational check. The characters on the screen could be read normally, and the screen touch operation was normal. The error log was checked and there were no errors indicating that a failure occurred. The service technician states that the reported issue was considered to be due to a temporary failure of the display. The display was replaced to resolve the issue. Additionally, final testing was performed and all items passed. A battery check, valve check, run in testing, and cleaning were also performed. The unit operated properly.